Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366300, model: sc-2366-30, serial: (B)(4), batch: 20285527/20285527.

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was also stated that the patient had inadequate pain relief. The patient underwent an explant procedure wherein everything was explanted. The patient was doing well postoperatively and the explanted devices were not returned.